Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer skin graft mesher serial number (B)(6) by a zimmer biomet certified service repair technician on (B)(6) 2020 revealed that the handle was not ratcheting back properly and was not causing the carrier to not advance. Repair of the device was not performed because the account did not want to continue with the repair. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the carrier would not feed through mesher properly, handle not ratcheting back properly causing carrier to not advance. Malfunction during surgery, no harm, 10 minute delay, no variance. No additional consequences have been reported as a result of this malfunction.